Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, occluded. The customer reported no adverse event. The event involved product(s) mmt-1715k, mmt-332a, mmt-396a. Troubleshooting was performed and the reported past insulin flow block alarm event was resolved. No harm requiring medical intervention was reported. Mmt-1715k was requested and the device was returned. The customer discontinued use of the device. No product return is required for mmt-332a. No product return is required for mmt-396a.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2 and lcd assembly. Confirmed pump alarmed insulin flow blocked alarm on 08/03/2024 14:00:28.000 bolus, 08/03/2024 16:36:00.000 basal, 08/03/2024 16:40:00.000 basal, 08/03/2024 16:46:00.000 basal and 08/03/2024 17:33:00.000 basal in pump downloaded history during bolus and basal. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, missing display window/cover, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, broken belt clip rails and cracked retainer. No delivery/occlusion alarm. Unexpected insulin flow blocked alarm was not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.